Manufacturer narrative:
One device was returned for investigation. Visual appearance of the device showed no abnormalities. The patient outlet connector was checked and was found to be loose. The patient circuit connector was tightened with a force of 4.5 nm. Functional tests were then performed with no further issue. No DHR review was done.

Event description:
It was reported that during a maintenance checkup at gso, the gso engineer confirmed the connector was tightened with less than the torque of 4.5n. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
: Corrected data b1, corrected data: corrected data b1-product problem.